Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose level was 400 mg/dl. Customer stated that they were not using infusion set correctly. They were not connecting the 2 pieces of tubing prior to priming so they wasn't getting the insulin until the tubing was filled. Customer stated that they received no delivery alarm. The device will not be returned for analysis.